Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately calcified and mildly tortuous proximal to mid left anterior descending artery. A 15mm x 3.25mm nc quantum apex¿ balloon catheter was advanced to the lesion. The balloon was first inflated at 12 atmospheres however the balloon ruptured at 6 atmospheres on the second inflation. The ruptured balloon was completely removed from the patient. The procedure was completed using a 3.25 non bsc balloon catheter. No patient complications were reported and the patient's status was good.